Event description:
Pace/sense portion of this lead was capped due to noise and fracture. The noise caused inappropriate detections and the patient was shocked inappropriately 6 times on or around (B)(6) 2023. Pacing impedance measured >3000 ohms and loss of capture was seen at max outputs. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.